Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-4551 implant system, sutureloc, had an issue. The anchor sheath splits onto the passing sutures when going through the tibial tunnel. The case was completed by removing all broken fragments and using another ar-4551 implant system, sutureloc. The case was delayed for three minutes. This was discovered during a meniscal root repair procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing.